Event description:
A pt was skin tested with no response. The pt was injected in the upper and lower lip rhytides with 1.0cc of bovine collagen. The treatment was uneventful and routine. The pt called and came in to see the physician because pt's lips had become red and swollen. He examined pt and diagnosed hypersensitivity to bovine collagen. He gave pt prescriptions for prednisone, both oral and topical. Rate and dosage were not provided. It is not known if the pt has used the prescribed medications.